Manufacturer narrative:
The results of the investigation are inconclusive since the device remains implanted. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2021-01187.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2021-01187. It was reported the patient complained she felt the drg system stimulation was not covering the pain area well. A system impedance check showed low on the first lead. On the second lead the impedance was high on multiple contacts. Reprograming could be performed on the second lead, but only partial coverage of the pain area could be achieved. Surgical intervention may be necessary to address the issue.